Event description:
It was reported that the "device lasted less than four years" and that the ventricular outputs were programmed to greater than three volts chronically due to chronic higher thresholds in the ventricular chambers. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.